Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Display shows a "star-shaped" fragment. Display window not damaged. Meter not dropped or hit. No adverse event occured. Meter replaced and requested for investigation.